Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator ipg was not establishing communication with the system due to an unexpected error. The ipg remains in use. No patient complications have been reported as a result of this event.